Event description:
A doctor alleged that between two (2) different lots of sonicfill composite, black specks were present in two (2) patient's restorations after light curing the material. This is the second of two (2) reports.

Manufacturer narrative:
Specific information with regard to the age, gender, and weight were not provided. Although the office identified two (2) different lots associated with the black specks, the office could not verify which lot was used on the patient; therefore, no lot numbers were identified in this report. The lots involved in the alleged incidents include lot numbers 4666053 and 4761703. The office could not recall patient or incident details. The doctor removed the black specks from the surface of the composite with a bur and completed the restoration. To date, the patient is doing fine. A visual evaluation was performed on the returned sample for lot #4666053 which did not yield a result within specification; therefore, a retained sample was evaluated, which yielded results within specifications. A visual evaluation was performed on the returned product for lot #4761703, yielding results within specifications.